Manufacturer narrative:
(B)(4). Yielded jaws. The instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 14 clips ejected due to the condition of the jaws. The instrument locked out as intended.

Event description:
It was reported that the device was used during an unk procedure, the clips would not advance. No pt consequences.